Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, left anterior descending (lad) coronary artery. A 2.50 x 12 mm trek rx balloon dilatation catheter (bdc) was advanced to the lesion without resistance. The balloon was inflated and deflated with no issues noted. During removal of the bdc from the anatomy with no resistance felt, the hypotube (proximal shaft) of the bdc separated into two pieces. The bdc was removed from the anatomy with no other issues noted. No replacement bdc was needed as the lesion was sufficiently dilated. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.